Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implants. Two implants were placed on 04/08/97 in sites #18 and #19 (class I bone) during a routine procedure. The clinician reports that at the time of implant failure, there was severe and rapid bone destruction. The implants were removed on 04/28/97 due to pain and swelling. The removal of the other implant is covered under MFR report #1222315-1997-00224.